Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. A review of the share logs was performed and a loss of connection was not found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.